Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Additional information received from the contact at the account confirms that the marker bands on the catheter moved, but did not come off. The marker bands did not dislodge as originally reported. This event is no longer considered reportable under the medical device reporting guidelines. Please note this for your files. No additional follow-up will be forthcoming.

Manufacturer narrative:
As it was reported four to five marker bands from supertorque catheters became dislodged in the patient during an endo case. All were retrieved and accounted for by the physician. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15457600 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15457600. Tip/body /hub subassembly lots 15456616 and 15453657 were reviewed. It was observed during review that no nonconformance was generated. Twenty three (23) units were rejected during the assembly of lot 15456616 and 15 units were rejected during the assembly of lot 15453657. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the complaint reported. The fpi, lpi and monitoring of od measurements documentation was reviewed and no anomalies were found. Preventive maintenance records for stretch machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Calibration records for fusing machine with calibration ID: (B)(4), (B)(4) and (B)(4) were reviewed, and it was found that the equipments were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for fusing machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. With the limited amount of information available and without the return of the product for analysis or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, unreported vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
As it was reported four to five marker bands from supertorque catheters became dislodged in the patient during an endo case. All were retrieved and accounted for by the physician.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.